Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
Material no. 367856, batch no. 9260559. It is reported that during use of the bd vacutainer® k2 edta (k2e) blood collection tubes there was an issue with under filling of tubes. This occurred on 100 separate occasions but the date/time and or patient information is unknown. The following information was provided by the initial reporter: "tubes underfilling. Several physicians and nurses report inadequate suction resulting in an inability to fill the tube with enough blood sample to send to the lab."

Event description:
Material no. 367856, batch no. 9260559. It is reported that during use of the bd vacutainer® k2 edta (k2e) blood collection tubes there was an issue with under filling of tubes. This occurred on 100 separate occasions but the date/time and or patient information is unknown. The following information was provided by the initial reporter: "tubes underfilling. Several physicians and nurses report inadequate suction resulting in an inability to fill the tube with enough blood sample to send to the lab."

Manufacturer narrative:
H.6. Investigation summary: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for low draw volume with the incident lot was observed. Additionally, retention samples were selected from bd inventory for evaluation/testing and upon completion, the issue relating to low draw volume was not observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has initiated further investigation relating to this issue through CAPA 260774. The investigation is still on-going and improvements will be made as the potential causes of this issue are identified.